Manufacturer narrative:
(B)(6) 2019 - we were informed that this lead was explanted and replaced on (B)(6) 2019 due to noise and fracture. Upon receipt, the lead under complaint was found cut approx. 59cm proximal to the lead tip. Only the distal fragment was received for analysis. The returned lead fragment showed severe explantation damages. The lead body was stretched. The rv shock coil conductor was partly deformed in wave shape through tension forces. Furthermore the rv shock coil conductor cable and the ring electrode conductor cable were found loop-shaped outside the lead body. This damage most likely occurred due to severe tensile forces applied during the explantation procedure. The inspection revealed abrasion marks at several positions of the lead fragment. Particularly the insulation was found worn through on the distal part of the lead which can be considered the root cause of the clinical observation. The characteristics of this damage indicate unexpected, excessive wear on the lead. Thus it is assumed that the lead was subject to severe mechanical stress in the implanted state. Causes for elevated stresses are difficult to determine. An accumulation of different factors may impact wear on the lead. These factors include interaction with atypical tissue, significant cardiac motion due to an adverse lead position including slack, or a potential increased ingrowth which had impact on the maneuverability of the lead. Furthermore, tortuous cardiac anatomy, high patient activity levels, and significant manual labor involving the upper body are known contributing factors. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise evident on rv channel on intracardiac electrograms. No adverse patient events reported. Should additional information become available, this file will be updated. This lead remains implanted.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.